Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The patient presented to the hospital and the system was reprogrammed from the primary to the secondary vector. Approximately six months later, there was an increase in shock impedance measurements. At the time of a scheduled system revision, the suture on the device was noted to have been broken and the device migrated. During the revision, the device was reset in a revised pocket. A 10 joules shock was delivered with an impedance measurement of 150 ohms obtained. Device data was sent to technical services (ts) for review. Ts provided further troubleshooting options with recommendation of performing fluoroscopy, x-ray and potentially a defibrillation threshold (dft) test. This system remains in service. No additional adverse patient effects were reported.